Event description:
Initially, it was reported that the patient was scheduled for generator replacement. It was later reported that the generator replacement was prophylactics, but that the patient was experiencing a lot of pain with device interrogation and that there may be a malfunction in the generator or lead. The patient underwent generator replacement. Device diagnostics were within normal limits with the new generator and existing lead. The explanted generator has not been received for analysis to date.

Event description:
Analysis of the generator was approved on 06/29/2015. At decontamination and initially on the test bench the device did not communicate, which analysis in the pa lab determined, most likely, was caused by the microprocessor being in an unknown state. Visual evidence of burn marks on the generator case indicates that the state of the microprocessor, most likely, was adversely impacted by the electrocautery procedure. Post can open, the device performed according to functional specifications. Other than the noted failure to communicate before post can open, which was most likely due to the electrocautery process at explant, analysis in the pa lab concluded proper functionality of the pulse generator.

Event description:
The explanted generator was received for analysis. The returned product form indicated that the generator was explanted prophylactically due to ifi - yes. Analysis is underway, but has not been completed to date. Further follow-up revealed that the pain only occurs with diagnostic testing when the device settings are changed. There was no patient manipulation or trauma that is believed to have caused or contributed to the pain with diagnostic testing. The pain is located at the patient's neck. No interventions were performed for the pain. Clinic notes dated (B)(6) 2015 note that because the device has been implanted for greater than 10 years and due to the pain the generator will be replaced. It was noted that there may be a malfunction of the device and x-rays would be performed. Device diagnostics on (B)(6) 2015 were within normal limits. No additional relevant information has been received to date.